Event description:
It was reported that the patient had been having driveline fault alarms since (B)(6) 2022, they appeared to be increasing in frequency since last log files were obtained. Log files were submitted for review and captured some intermittent driveline fault events. In looking at the wire data within the log file it appeared that the green wire was having some continuity issues, but it was not completely broken. The other 5 driveline wires were intact and was functioning as intended. Images were not available and there was no patient impact. The plan of care was to continue to monitor with serial log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter email: (B)(6).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the alarms captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events (B)(6) 2024. Intermittent, silenced driveline fault alarms were captured throughout the file, which appeared to be associated with a potential wire conductor breakdown issue in the green wire of the driveline. There was no evidence in the log file to suggest that the issue had progressed. No other notable events or alarms captured. The pump appeared to function as intended at the fixed speed. It was reported that there was no patient impact from the event. The patient would continue to be monitored with serial log file reviews. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), and hmii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections address damage due to wear and fatigue of the driveline and outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.